Event description:
It was reported that the nurse was inflating the catheter with 10cc sterile water, as the nurse pulled the catheters to ensure the placement the catheter just came out through nurse said that the balloon did not inflate, the nurse inserted a new foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was inflating the catheter with 10cc sterile water, as the nurse pulled the catheters to ensure the placement the catheter just came out through nurse said that the balloon did not inflate, the nurse inserted a new foley catheter.